Manufacturer narrative:
The pacemaker remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field representative received a call regarding this pacemaker. During a normal patient follow up, the remaining longevity of the device was 2 years; however, the magnet rate was 90ppm, indicating elective replacement near (ern). The device was programmed to vvir and the longevity adjusted to 1.5 years remaining. No issues noted but they asked about the difference between the remaining longevity and magnet rate. Boston scientific technical services (ts) was contacted and discussed product functionality. No adverse patient effects were reported. The patient will be seen again in three months and if further evaluation is necessary, it will be conducted then. There were no allegations against the functionality of the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was ¿good¿ with a magnet rate of 100 ppm. A memory download was performed and reviewed; all data recorded at the time that the device was explanted on (B)(6)2017 was overwritten. It was noted that the automatic capture feature was programmed on up to at least (B)(6)2016. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations. It is suspected that estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups due to other factors. Those factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly.

Event description:
At a later date, the device was explanted and returned for laboratory analysis. No additional adverse patient effects were reported.